Event description:
While the iabp was operating it displayed an error message that there was blood in the lines even though there was no sign of fluid and continued after lines were flushed in an attempt to correct the error message.======================manufacturer response for pump, intra-aortic balloon, cs300 (per site reporter).======================hospital biomed contacted maquet to have the local field service engineer look at the unit.